Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.010.475. Lot: 9500870. Manufacturing site: bettlach. Release to warehouse date: 14. Aug. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap (part #: 03.010.475, lot #: 9500870) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken and the broken piece was returned. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: drawing was reviewed. Measured dimensions: tip shaft od = conforming. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. - connector f/insertion handle f/pfna. Complaint confirmed? Yes. Investigation conclusion the complaint condition is confirmed for the driving cap (part #: 03.010.475, lot #: 9500870). There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the threaded portion of a driving cap broke off from the solid portion. Procedure was completed successfully. There was no patient consequence. This report is for a driving cap. This is report 1 of 1 for (B)(4).